Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive cause was not established. However, it is possible that moisture entered the device causing the b30 error. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: the power switch was sticky and lamp hour was over 300 hours. Additional information regarding this event has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.